Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an failed pm calibration flow rate/volume rate 45ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Water leak occurred resulting in fluid intrusion of the pump and prevents any further testing. The pump deemed unserviceable and required to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed pm calibration flow rate/volume rate 45ml". This occurred during programming/setup. There was no patient involvement. No additional information is available.